Event description:
This patient received inappropriate shocks due to noise. This lead also exhibited loss of capture and high impedances. This device was explanted and replaced. Should additional information be received, this file will be updated.